Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance advancing and withdrawing with the balloon catheter and damage to the guide wire were confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a non-abbott balloon dilatation catheter (bdc) met resistance during advancement onto the balanced middle weight (bmw) universal ii guide wire. The bdc and the bmw guide wire were removed as a single unit. After removal, it was noted that the guide wire was stuck inside the bdc. The guide wire was noted to be damaged, but remained in one piece. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another balanced middle weight (bmw) universal ii guide wire was used to successfully complete the procedure. There was no additional information provided.